Event description:
The customer reported via phone call that they experienced high blood glucose readings. The blood glucose readings were 400 mg/dl, 300 mg/dl and 370 mg/dl. It was also stated that the customer had blood glucose readings of 600 mg/dl a couple of days before. The customer had taken 30 units of insulin and the blood glucose readings are not coming down. The customer had changed the cannula and reservoir the day before.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.